Event description:
A stealth peripheral orbital atherectomy device (oad) was used for treatment via groin access. The target lesion was in the anterior tibial artery. Ivus showed that the vessel diameter was 2.0-2.4mm. During treatment, the oad became entrapped in the vessel. The patient was sent to the hospital for surgery. The patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).